Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the forceps channel port had corrosion was traced to component failure. Also, for the control unit is dirty due to water leakage. The most probable cause of the complaint was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope had a dirty control unit and corrosion on the forceps channel port. There was no patient involvement.